Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that the distal pin was broken and patient was revised.